Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-07057. Reportable based on device analysis of the related burr complaint completed on 28oct2014. It was reported that the catheter could not be loaded on the wire. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were selected to treat the target lesion. However, it was not possible to load the rotalink onto the rotawire; it seemed the the burr did not have an end hole. The device did not go inside the patient. No patient complications were reported. However, device analysis of the related burr complaint revealed a piece of guidewire inside the annulus of the burr.